Event description:
A report was received from the clinical study indicating that approximately three years post index procedure, the patient had a re-ptca. Additional information has been requested but has not been forthcoming.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01192, 9616099-2006-01193, and 9616099-2006-01194. The male patient with a history of silent ischemia, q-wave myocardial infarction, hypertension, and previous smoker underwent the implantation of three cypher stents. Approximately 16 months following implant, the patient was admitted for a repeat percutaneous transluminal coronary angioplasty (re-ptca). Indication for this procedure and lesions treated were not provided. Current patient condition is unk. Indication for the initial evaluation is unk. No vessel characteristics are noted. Procedural details are limited to stent deployment pressure - all 3 stents were deployed below rated-burst pressure. Additional information has been requested but has not been forthcoming. Restenosis is known adverse event associated with coronary stent placement. This patient's medical history placed him at an increased risk for a major cardiac adverse event. The product is not available for analysis, as it remains implanted in the patient. A device history record review was conducted ant the product met quality requirements for product acceptance. Conclusion: base on the limited information available, there are patient factors that may have contributed to the event. Any additional information will be submitted within 30days of receipt.